Event description:
When implanting the spacer on the alif portion of the case. The threaded rod tip broke off in the spacer level with the spacer. Multiple attempts to retrieve the piece failed and the surgeon decided to leave it in the patient and have bone grow over the piece. The patient was closed and an xray was taken. FDA safety report ID #(B)(4).